Event description:
It was reported that the catheter shaft was fractured. The target lesion was located in the left circumflex. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the delivery shaft of the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the catheter shaft was fractured. The target lesion was located in the left circumflex. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the delivery shaft of the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.